Manufacturer narrative:
G4: 09jan2020. B4: (B)(6) 2020. The customer confirmed the reported beeping. The customer reported the issue was resolved by replacing the main power control board (pcb). The system fully meets specification and was returned to use. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10jan2020. B4: (B)(6) 2020. The customer reported the issue was resolved by replacing the main printed circuit board (pcb) and not power control board (pcb) as previously reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported that the ventilator is beeping every minute, an indication that the backup battery is bad. There was no patient involvement.